Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the fantail and along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. However, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis test data, it is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. A CAPA was implemented. This is the final report.

Manufacturer narrative:
(B)(4)

Event description:
The recipient's device has reportedly migrated. Repositioning surgery has been scheduled.